Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal dilaudid 2 mg/ml at an unknown dose for non-malignant pain. It was reported the patient had their pump filled on (B)(6) 2022 and started experiencing withdrawal symptoms. The patient experienced nausea, upset stomach, and ¿felt like she was coming out of her skin.¿ it was further reported the patient went to the hospital on (B)(6) 2022 . The patient was also having other heart issues. The rep was paged to the hospital to interrogate the pump and she confirmed that the pump stalled on (B)(6) 2022 . The patient did have an MRI, but it was on (B)(6) 2022 . The pump had not recovered, and a tube set alarm was logged. The active alarm was silenced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via company representative (rep) reported that the withdrawal symptoms were first observed on (B)(6) 2022. It was unknown if the patient was hospitalized. The rep noted that the patient was experiencing withdrawal and atrial fibrillation simultaneously. The rep reported that the cause of the motor stall was unknown. The patient was still deciding if they want their pump replaced. The issue has not been resolved. It was unknown if the "other heart issues" were related to the device, therapy, and/or refill procedure.